Event description:
It was reported that the pump touch screen was shattered. The contact was unsure how the screen became shattered; however, reported that the pump was in the customer's back pocket. Reportedly, the pump was still functional. Blood glucose level was 190 mg/dl. Reportedly, the customer had manual injections available as alternate insulin therapy.